Event description:
It was reported that when the physician wanted to change the concentration of the drug with the programmer, he made a programming ER ror and added a second drug instead as a bridge bolus. The nurse noticed this and she interrogated the pump again and canceled the bridge bolus. The drug information was registered correctly. A bolus was programmed. There were no patient symptoms/injuries related to this event. The patient was fine. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, product type programmer, physician. (B)(4).